Manufacturer narrative:
H10: the reported device is not being returned to conmed for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified and the complaint is inconclusive. Should the device be returned an evaluation will be performed and upon completion of the complaint investigation a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of four (4) complaints for this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 48 complaints, regarding 54 devices, for this device family and failure mode. During this same time frame 467,824 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with v-care small (32mm) cup, item 60-6085-200a, lot 201912021, that occurred (B)(6) 2020 at (B)(6) hospital. It was reported that the end of the v-care came off inside the patient. Additional information obtained indicates the issue occurred during a robotic hysterectomy. After being in use approximately 2-3 hours, while the uterus was being removed with the v-care, the piece connecting the balloon to the shaft (cuff) and the balloon came off. It is noted the cervical cup was not sutured in place. The cuff piece/balloon were removed separately after the v-care was removed and the procedure was completed successfully. There was no reported impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.